Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA.

Event description:
Customer reported that the x-ray system had encountered technical problems during a procedure. The patient was transferred onto another system where they completed the procedure. After several days, the patient allegedly suffered a stroke.